Event description:
Caller states patient had a stroke; immediately following the stroke the patient tested 2.5 inr on the coaguchek xs system. The patient was taken to the hospital and a comparison lab returned as 1.7 inr. Patient's coumadin was stopped and she was given lovenox. A day and a half later a blood clot developed and was removed. No adverse event related to the device was reported. Requested return of suspect system.